Event description:
It was reported that, "during a surgical procedure the doctor observed that there was no blade in the obturator. The pt was examined using x-ray and no detached blade was found. The procedure was completed and no injury to the pt was reported.